Manufacturer narrative:
Approximate age of device ¿ 2 years and 1 month. The device is expected to be returned for investigation. It has not been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2013. It was reported that the patient expired on (B)(6) 2015 due to a cerebral vascular accident. Additional information was requested but was not provided.

Manufacturer narrative:
A correlation between the device and the reported event could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.